Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm- unit has poor image quality. It also shows the 2.5cm depth but it won't switch over.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issues of 1.) The prevue (B)(4) unit has poor image quality was unconfirmed. The prevue ii, traditional probe, and vascular access probe were tested on a phantom test fixture and functioned properly. 2.) The unit will not switch to 2.5cm depth was unconfirmed. The depth was switched between 2.5cm and 1.5cm with no issues. The root cause of the reported failures is inconclusive as the reported issues could not be reproduced during evaluation. H3 other text : evaluation findings are in section h.11.

Event description:
Per tm- unit has poor image quality. It also shows the 2.5cm depth but it won't switch over.